Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer required corrective maintenance. There was a small deviation of the stylus position on the touch screen, the touchscreen was re-seated and calibrated. It was also determined at analysis that the paper tray was empty; the power cable was missing. The software was reconfigured to eliminate possible software issues. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.